Manufacturer narrative:
Explant date should have been reported; MDR-2016-26114.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was presented to the hospital for gastrointestinal bleeding. Inappropriate shocks were observed for atrial fibrillation/flutter with rapid ventricular rate. An attempt to disable the device with a magnet was made, but was unsuccessful, and the shocks continued. The magnet was repositioned, and the device stopped delivering further shocks. The device was later explanted and replaced for an unrelated reason. The patient was stable.